Manufacturer narrative:
Visual inspection and functional testing was performed on the returned device. The reported foot separation was confirmed. The reported difficult to open or close the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances. In this case, calcification was noted at the access site. Interaction with the calcification likely contributed to the observed surfing of the foot and displacing it outside of the guide when the lever was actuated in an attempt to close the foot during step #4. Displacement of the foot prevented the foot from retracting back into the guide contributing to the reported difficulty removing the device from the anatomy. Subsequent manipulation to remove the device in this condition likely contributed to the reported foot separation. The reported patient effect of tissue injury is a known inherent risk of the procedure. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following additional information was received: a posterior foot separation was noted during evaluation of the returned device. The separated portion was not returned. The location of the detached foot is unknown.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the pre-close technique via a 6f sheath hole prior to an intra-aortic balloon pump implantation. Reportedly, the foot could not be closed and the device could not be removed. A vascular surgeon was called in and after manipulating the device, it was manually pulled out. Upon removal, it was noted that the foot was broken, however, it remained attached to the device. Arterial damage had occurred, therefore, the vascular surgeon put a covered stent to treat the damage and to achieve hemostasis. A clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.